Event description:
The customer contacted baxter's technical service center regarding a connection issue. The heater bag came undone during fill 6 of 6, during refilling of the heater bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient who said that he was not sure why the bag came undone from the line. He said it was a green bag. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.